Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level as well as low blood glucose level and insulin pump was not working. Customer¿s blood glucose level was 477 mg/dl, 428 mg/dl, 266 mg/dl, 27 mg/dl and 43 mg/dl. Customer was rushed to emergency room. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with bolus. Troubleshooting was declined for high blood glucose level. The device will not be returned for analysis.